Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a bilateral inguinal hernia. It was reported that after implant, the patient experienced mental pain, pain/suffering, device defective, mesh failure, disability, impairment, loss of enjoyment of life, hernia recurrence, bowel/bladder perforation, inflammation, scarring, high creatinine, urinary retention, renal failure requiring hospitalization, inguinal discomfort, burning, adhesions, and abdominal pain. Post-operative patient treatment included drainage of bladder, laparoscopic bilateral inguinal herniorrhaphy, open bilateral recurrent incarcerated inguinal hernia repair with mesh plug & onlay patch (left & right), and mesh removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre- and post-op diagnosis: unavailable- no op-report. The procedure performed was the patient underwent laparoscopic, bilateral inguinal hernia. Other relevant history: claimant has had a surgical revision including removal of mesh; bilateral recurrent inguinal hernias; chronic abdominal pain; bowel/bladder perforation; chronic abdominal pain. Concomitant therapy: autosuture, lot#n1c0633ux, ref#abstacl15; autosuture, lot#n1c0633ux.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Concomitant medical products: autosuture (lot# n1c0633ux) ref#abstacl15; autosuture (lot# n1c0633ux). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a bilateral inguinal hernia. It was reported that after implant, the patient experienced recurrence, chronic abdominal pain, bowel/bladder perforation, inflammation, and scarring. Post-operative patient treatment included revision surgery and removal of mesh. Concomitant therapy: autosuture, lot# n1c0633ux, ref# abstacl15; autosuture, lot# n1c0633ux.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b2, b5, b7, h6(patient codes), additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a bilateral inguinal hernia. It was reported that after implant, the patient experienced mental pain, pain/suffering, device defective, mesh failure, disability, impairment, loss of enjoyment of life, hernia recurrence, bowel/bladder perforation, inflammation, scarring, high creatinine, urinary retention, renal failure requiring hospitalization, inguinal discomfort, burning, adhesions, hematuria, blood loss, obstruction, and abdominal pain. Post-operative patient treatment included drainage of bladder, lap bilateral inguinal herniorrhaphy, open bilateral recurrent incarcerated inguinal hernia repair bard perfix large plug & onlay patch (left & right), lysis of adhesions, cystoscopy, transurethral resection of prostate, and mesh removal. Relevant tests/lab data: (B)(6) 2013: h & p reveals high creatinine of 10 from baseline of 0.85.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a bilateral inguinal hernia. It was reported that after implant, the patient experienced recurrence, chronic abdominal pain, bowel/bladder perforation, inflammation, scarring, high creatinine, urinary retention, renal failure requiring hospitalization, inguinal discomfort, pain and burning, adhesions, and scarring. Post-operative patient treatment included drainage of bladder, lap bilateral inguinal herniorrhaphy, open bilateral recurrent incarcerated inguinal hernia repair bard perfix large plug & onlay patch (left & right).